Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue. The fse replaced the insufflator to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Upon visual inspection of the insufflator, no issues were found that would be related to the reported event. The insufflator was installed onto the known good in-house system and powered on with service is due message.

Event description:
It was reported that during a da vinci-assisted hysterectomy ¿ benign surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) to report that the insufflator is not working and has an error 3006. Prior to calling in, customer already moved to a third-party insufflator to continue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed robotically with no injury or harm to the patient. There was no loss of insulation. The insufflator stopped working due to error 3006 and a backup insufflator was used to complete the procedure.